Manufacturer narrative:
(B)(4). The handpiece was received with the mount loose. The device was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and it was found that the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress are the seals, this may be caused by a reduction of the compressive force on the instrument seals. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to how moisture entered the handpiece. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, the disposable was in use and an error appeared on the generator to 'relax pressure on blade.' The instrument was removed from the patient and activated outside the patient with jaws open and with the error code re-appearing. The instrument was removed from the hand piece and re-attached to the hand piece and re-tested. The test completed normally and 'complete' and the device was re-inserted into the patient. First activation, they had the same error code again. The hand piece was replaced with another one and the instrument tested normal, and working normally from then on. There was a delay of five to ten minutes. There were no adverse consequences for the patient reported.